Event description:
A malfunction alarm was reported with the pump, displaying a specific malfunction code. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was informed of the need for a pump replacement, and a replacement pump was provided to ensure uninterrupted insulin delivery. No additional information was received regarding confirmation of the customer's current pump serial number or the return of the problematic pump.